Manufacturer narrative:
The root cause for the leak was a damaged piece of tubing. A field service engineer (fse) went on-site and replaced multiple tubing.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that while attempting to troubleshoot an issue on the coulter lh750 hematology analyzer, another laboratory technician assistant was sprayed in the face with lyse reagent due to lack of wearing adequate ppe (not wearing goggles) the reagent contacted the skin but there was no exposure to open wounds or mucous membranes. The technician received treatment in the emergency department and was released. No follow-up care was required.